Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-17226. It was reported, the patient is experiencing auto-reduction and ineffective stimulation. It was also reported lead diagnostics showed invalid impedance values for the scs lead. Subsequently, surgical intervention will be taken at a later date to address the issue. Further investigation identified the patient has been experiencing abdominal stimulation since (B)(6) 2013 due to an ulcer bursting. A sjm rep was unable to resolve the issue with reprogramming; however, it is thought that the pending surgical intervention will resolve this issue as well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.